Event description:
The two halves of the bed are mated in the center of frame. The joint sagged after user sat in center of bed. Bed was in a home evnironment. The company that owned the bed was using it in a rental capacity. Have requested service records to evaluate upkeep.